Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the needle sftygld 25x1 rb was found containing foreign matter in the device cannula before use. The following has been provided by the initial reporter: it was reported that dirt was discovered inside the needle. Per customer email: one of our distribution centers reported a customer product complaint regarding needles bd 25gx1 50. 1 syringe. Customer reports there is dirt inside the needle. Po #8112400091. Unable to check product at dc since they are individually wrapped. Product was sealed. Pharmacy is checking to see if they still have product vs. Putting into sharps container.

Event description:
It has been reported that the needle sftygld 25x1 rb was found containing foreign matter in the device cannula before use. The following has been provided by the initial reporter: it was reported that dirt was discovered inside the needle. Per customer email: one of our distribution centers reported a customer product complaint regarding needles bd 25gx1 50. 1 syringe customer reports there is dirt inside the needle. Po #8112400091. Unable to check product at dc since they are individually wrapped. Product was sealed. Pharmacy is checking to see if they still have product vs. Putting into sharps container.

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.